Manufacturer narrative:
A partial lead was returned in two portions. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the atrial lead exhibited fracture. The lead was capped and replaced on (B)(6) 2018. No further information was reported.

Manufacturer narrative:
(B)(4).